Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl. The customer¿s current blood glucose value was 245 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer treated low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer reported they received button error alarm. Customer stated the insulin pump was not working. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. Pump history download using thds was successful. Keypad confirmed was shown on down load report was on " (B)(6) 2022 23:30:01 alarm #59 - alrm_stuck_key - button error - a key was held down for more than 3 minutes and customer reported on (B)(6) 2022. However, moisture damage found at keypad and electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba, keypad and powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. The following were noted during visual inspection: corroded battery tube, minor scratched lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After inserting battery unit power properly. Pump monitored for several days and no blank display noted. No button error alarm during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.